Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll 21ga 1-1/2in tw had foreign matter. Complaint from (B)(6) hospital. The customer complained about white spot found inside the syringe.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. From the sample, the team observed loose foreign matter likely pp. The loose foreign matter could be transported through the pipeline into the barrel inner area along with the product. The pipeline used to transport the product is aging and deteriorating, causing foreign material to be generated through friction and mix with the product. Action had been taken replace new hose pipeline on (B)(6) 2024. The affected batch build before the action taken.

Event description:
Complaint from (B)(6) hospital. The customer complained about white spot found inside the syringe.